Event description:
It was reported that unspecific number of bd insyte¿ autoguard¿ bc shielded IV catheters had damaged/deformed tips. The following information was provided by the initial reporter: "can you describe more in detail on the defect found on products? Multiple catheters found to have bumps on the catheter (catheter not smooth). Multiple catheters found to have frays on ends. Catheters not threading. Flash back received when inserting catheter into vein, but unable to thread. Very difficult threading on multiple clients of different skin colors and textures. Are you able to identify the event date? No. This happened on multiple occasions. What is the number of occurrence? This happened with at least 5 clients. Are there any adverse event occurred on the patients? Client had to get stuck for an IV multiple times d/t catheter failure. Describe any signs, symptoms, and/or complications the patient experienced. Client had multiple stick sites d/t catheter failure. No other immediate s/s noted. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. This increased the time it took to start clients' IV drips."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes . D10: returned to manufacturer on: 20jun2023 h6: investigation summary bd received fifteen sealed 22 gauge insyte autoguard blood control devices from lot 3075853 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer performed a penetration and drag test on the returned units to check for catheter and needle penetration force, needle sharpness, and catheter drag force. Each unit passed and was found to be within product specifications. There appeared to be no defects with any of the returned units. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that unspecific number of bd insyte¿ autoguard¿ bc shielded IV catheters had damaged/deformed tips. The following information was provided by the initial reporter: "can you describe more in detail on the defect found on products? Multiple catheters found to have bumps on the catheter (catheter not smooth). Multiple catheters found to have frays on ends. Catheters not threading. Flash back received when inserting catheter into vein, but unable to thread. Very difficult threading on multiple clients of different skin colors and textures. -are you able to identify the event date? No. This happened on multiple occasions. -what is the number of occurrence? This happened with at least 5 clients. -are there any adverse event occurred on the patients? Client had to get stuck for an IV multiple times d/t catheter failure. -describe any signs, symptoms, and/or complications the patient experienced. Client had multiple stick sites d/t catheter failure. No other immediate s/s noted. -did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. This increased the time it took to start clients' IV drips."